Event description:
During right shoulder arthroscopy, md using mitek vapra side effect 3.5, and the end came off in the shoulder. Md located loose end and it was retrieved from shoulder. No injury to pt.